Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed.

Event description:
Procedure performed: "thrombectomy." Event description: "please see report '(B)(4)' . When medical staff tried to remove thrombus, the balloon was ruptured. The medical staff elected to remove the python catheter from the patient's vessel and use competitor's catheter for the surgery. This event didn't affect the patient." "Complaint sample was discarded in the hospital because the patient has infection. The complaint sample is not available for investigation." Additional information was received via email from regulatory affairs and quality assurance, on tuesday 19-dec-2017 "according to the sales rep., the balloon rupture issue is the same as (B)(6)." Type of intervention: "use competitor's catheter for the surgery" patient status: "this event didn't affect the patient."

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.